Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Stylet insertion test was performed without difficulty or obstruction. (B)(4).

Event description:
It was reported that during the implant attempt, the lead was repositioned once. After the repositioning, it was difficult to insert the stylet into the lead. The physician elected to remove the lead and a different lead was implanted. No patient complications have been reported as a result of this event.